Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket was not showing in the station for release. A field service engineer (fse) attempted to eject the cubie pocket using the test software but was unsuccessful. The station was shut down, and the row board was manually removed. During inspection, a fluid spill was discovered beneath the board. The fse cleaned up the spilled medication and replaced the affected row board. A firmware update was also performed to ensure proper functionality. The drawer was tested using test software and registered pharmacist loaded medication into the cubie pocket. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie that was not showing on the station to release. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie that was not showing on the station to release. However, there were no delay or adverse events or injuries reported based on this event.